Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The rv lead had a conductor fracture so the pace-sense and rv coil connectors were capped during the ICD change out for expected eri. A portion of this lead remains implanted.